Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2011. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) pacing lead exhibited loss of capture, noise, high thresholds and suspected fracture. The rv lead was deactivated, replaced and remains in the patient. No patient complications have been reported as a result of this event.